Manufacturer narrative:
An event regarding crack/fracture involving a bone plug was reported. Conclusion: the reported event described fracture of a bone plug; the bone plug is assembled with a plug adaptor. The plug adaptor is then assembled on the end of a plug introducer. The plug introducer has no contact with the bone plug. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by stryker sales rep that surgeon was performing a hemi hip replacement for a fractured neck femur using exeter trauma stem - ets. It was further reported that when the surgeon tried to take the introducer out it got stuck and the plug would not dislodge from the introducer. It was reported that the plug broke. It was reported that the event happened during an ets hemi replacement. Therefore not a revision case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by stryker sales rep that surgeon was performing a hemi hip replacement for a fractured neck femur using exeter trauma stem - ets. It was further reported that when the surgeon tried to take the introducer out it got stuck and the plug would not dislodge from the introducer. It was reported that the plug broke. It was reported that the event happened during an ets hemi replacement. Therefore not a revision case.